Event description:
It was reported that the patient was admitted to the hospital due to suspected pocket infection of the cardiac resynchronization therapy defibrillator (crt-d). The device was functioning normally. Additional information is being requested, but was unavailable at the time of this report. It was additionally reported that the system was explanted. No additional adverse patient effects were reported.